Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, dyspnea. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 04/25/2014.

Event description:
Patient reported having side unspecified "a lump or thickening in or near the breast or in the underarm area" and firm and looks abnormal due to capsular contracture" (categorized as baker grade iii). Healthcare professional later reported "thought implants were giving breathing problems." This record for the right side. Device has been explanted and discarded.